Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a screw inserter broke while installing a screw into the s2 region. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: na. Additional information: the returned inserter was examined. The tip was found to have fractured off. The complaint is confirmed. The cause is likely related to larger force needed to insert wide screws caused the mechanical failure. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tip of a screw inserter broke while installing a screw into the s2 region. An alternative driver was use to complete the procedure without reported patient impacts.